Manufacturer narrative:
Analysis confirmed the customer comment that the upper display was missing pixels and it was deemed that the liquid crystal display was out of specification in an electrical manner. It was additionally noted that the output connector assembly was broken, the battery wires were pinched with the insulation exposed, the display frame boss was stripped, the keypad was delaminated, errors occurred and it was deemed that the main printed circuit board was also out of specification in an electrical manner, the tube sleeve was missing, the insulator label and the output connector nuts were damaged, metal fillings were found inside of the device and there was possible evidence of non-manufacturer personnel disassembling and reassembling. All found defective parts were replaced and all other identified issues were resolved, and the device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's upper display had multiple pixels not showing. The generator was returned for service. There was no patient involvement.